Event description:
The customer reported positively biased quality control fluid results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no patient samples had been processed during the investigation. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer used a fire extinguisher that contained an ammonia derivative to extinguish a fire in the lab. The fire retardant came into contact with the vitros 5,1, potentially contaminating multiple subsystems. The vitros 5,1 fs quick reference guide states the following: "do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the system". The customer did not clean the system using ammonia based cleaner, however, the ammonia derivative contained in the fire retardant would have the same effect on the vitros 5,1 and vitros amon reagent. Ocd field service performed cleaning and decontamination procedures returning the vitros 5,1 to expected operation. The most likely root cause of this event is user error, related to the contamination of the vitros analyzer by the fire retardant.